Event description:
Patient reported, they are having issues with their gums. And had to stop wearing the bottom retainer. They also reported, that their teeth have shifted and the retainers are not fitting as well as, they should. Patient did confirm, that they seen their dentist about their gum issue. And they do have gum recession. Requested diagnostic findings: provided information on recession, asked to use hh tips and provide updated photo after using tips.

Manufacturer narrative:
Since, this event resulted in a serious injury. It is reportable, per 21 cfr part 803. This MDR submission is a late submission. A nc has been issued.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.